Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: at 10:40 a.m. On (B)(6) 2023, the nurse gave the patient insulin injection. Installed the needle to exhaust air and no liquid overflowed. After removing it for inspection, it was found that the inner needle tip was bent. The nurse replaced with a new injection needle , which did not cause adverse effects on the patient's blood sugar treatment.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7 retain samples are checked with no np bent defect.

Event description:
It was reported that the bd micro-fine¿+ pen needles was unable to deliver insulin. The following information was provided by the initial reporter: at 10:40 a.m. On (B)(6) 2023, the nurse gave the patient insulin injection. Installed the needle to exhaust air and no liquid overflowed. After removing it for inspection, it was found that the inner needle tip was bent. The nurse replaced with a new injection needle , which did not cause adverse effects on the patient's blood sugar treatment.